Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient's garment had rubbed on one of the patient's moles and caused it to bleed. Additionally, it was reported that the patient was on blood thinners. The patient's physician advised that the patient remove the lifevest to address the mole bleeding. During a follow up call, the patient reported that after ending use of the lifevest, the mole stopped bleeding. There was no allegation that a device malfunction caused or contributed to the reported irritation.